Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/17/2023, it was reported by a sales representative via email that an ar-3636 knotless fibertak inserter tip broke off. After the bone was prepped, the 1.8 knotless fibertak was inserted into the bone tunnel. Upon the third mallet into the bone, it appeared that the inserter lost its rigidness. The surgeon removed the inserter from the bone and realized the tip had broken off in the bone tunnel. The surgeon could not retrieve the tip of the inserter, and the anchor was no longer useful due to a disruption of the passing stitch. The fiber of the implant stayed in the bone with the tip of the inserter, and the suture was removed. This was discovered during a glenoid labral repair procedure on (B)(6) 2023. Additional information received on 11/17/2023: the case was completed using another anchor, and it was only delayed by a minute or so. Post-operative x-rays were taken to ensure that the metal was buried in the glenoid and stable.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misaligned insertion and/or prying/leveraging during use.